Manufacturer narrative:
Results and conclusions: during analysis, marks on the anvil pockets showed normal staple formation on both sides of the staple line. The reported condition could not be duplicated. However, there was high friction noted which caused small particles between the housing and the worm gear, eventually causing the gears to jam.

Event description:
Small bowel resection for tumor. Ralc45 was fired and experienced an incomplete firing. Bowel was completely transected but staples were missing on the pt side.